Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/21/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open after initial use.

Manufacturer narrative:
(B)(4). Date of initial report : 01/22/2017. Date of follow-up report : 03/15/2017. One used lf1537 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the latch handle was locked. The customer reported that the device was difficult/impossible to open. The reported condition was confirmed. The device handle was locked as received. When the device was disassembled, a part of the handle was found to be fractured, consistent with application of excessive force. This product did not leave the manufacturing plant in this condition. No other mis-assembly or defect was noticed. No missing parts were noticed. The investigation identified the root cause of the reported event to be attributed to the user applying excessive force to the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.